Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported through medwatch (mw5078635) "reported said she had knee implants changed 3 times and still experiencing pain. Reported said her knee gives out, grinding, and feels like something is rubbing against something. Patient said it is painful to get up and walk after sitting for a little while. Reporter also said standing for a prolonged time is problematic for her."